Event description:
It was reported that the user experienced hyperglycemia while performing a supply and infusion set change on the ilet and during an extended period of cgm pairing with dexcom, after which insulin delivery was resumed and glucose control recovered. Symptoms included elevated blood glucose up to 332 mg/dl with high readings above 180 mg/dl for approximately three hours and alerts for severe hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no acute complications, with blood glucose later reported at 104 mg/dl and the user feeling better. Investigation included troubleshooting and education, including guided infusion set replacement and confirmation of resumed insulin delivery. Investigation of this case revealed that the event aligned with transient loss of automated corrections due to cgm connectivity interruption during sensor pairing and routine supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.